Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture and undersensing following a ventricular assist device (vad) procedure. During the surgery, the right atrial (ra) lead had to be cut for surgical access. However, after the procedure, the rv lead had sensing failure and had a very high capture threshold in which the therapy was delayed for more than sixty (60) seconds. This rv lead also had poor sensing resulting from the rvad implant and got dislodged. It was also noted that the patient had occluded central veins. Further, these leads were extracted in order to create a vascular channel to allow implantation of the new ra and rv leads. This rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture and undersensing following a ventricular assist device (vad) procedure. During the surgery, the right atrial (ra) lead had to be cut for surgical access. However, after the procedure, the rv lead had sensing failure and had a very high capture threshold in which the therapy was delayed for more than sixty (60) seconds. This rv lead also had poor sensing resulting from the rvad implant. It was also noted that the patient had occluded central veins. Further, these leads were extracted in order to create a vascular channel to allow implantation of the new ra and rv leads. This rv lead was surgically abandoned. No additional adverse patient effects were reported.